Event description:
During the service of a trilogy device, the unit triggered a 'vent service required' alarm after 1 hour of burn-in. A new sensor board was fitted, and all necessary parts were replaced. Testing was completed successfully, and the unit has passed all functional checks.

Manufacturer narrative:
This correction report is issued to address discrepancies found in the previous (MDR). It has been identified that the coding in the original report was inaccurate, and upon review, the necessary corrections have been made to accurately reflect the correct codes.